Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during oophorectomy, the bag tore. The pieces were removed using the extraction bag. There was no patient injury.